Manufacturer narrative:
Investigation summary: two photos and one loose safetyglide needle assembly were received and evaluated. It was observed there was a large swirl of black embedded foreign matter particles extending from the top to the bottom of the shield. It appeared to be burnt plastic and multiple particles were larger than level 3 in size and are rejectable per product specification. Potential root cause for the embedded foreign matter defect is associated with the needle manufacturing facility. No corrective actions are necessary for the syringe manufacturing and packaging plant. The samples will be forwarded to the needle manufacturing site for evaluation. One (1) sample and two (2) photos were provided by the customer for investigation. The sample was visually examined using unaided vision and it was found that the needle shield has embedded foreign matter in one (1) side of the needle shield in the form of burnt resin. Two (2) photos were also provided by the customer for investigation. Both photos show the non-conforming sample on a white background. The DHR review did reveal that during the production of columbus batch 8088791 it was documented that a burnt shield was found. During production of the reported batch, an issue was identified and additional measures were taken to assure release of the product. Based on the sample analysis bd acknowledges that the returned sample has a needle shield which has burned resin embedded in the needle shield. Based on the investigation conclusion bd acknowledges that the returned sample has a needle shield which has burned resin embedded in the needle shield. The customer reported one (1) occurrence of a burnt needle shield; however, as this one (1) occurrence would not exceed the acceptable quality level of ¿foreign matter, non-fluid path level 3 and higher, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that there was a mold-like substance on the needle with a bd safetyglide¿ needle. The following information was provided by the initial reporter: "recently we had a disgusting moldy looking needle brand new in packaging come through."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was a mold-like substance on the needle with a bd safetyglide¿ needle. The following information was provided by the initial reporter: "recently we had a disgusting moldy looking needle brand new in packaging come through."